Event description:
The following was initially reported to the FDA on 20february2020: during a hemostasis procedure to treat an upper gastrointestinal (gi) bleed, the nurse used a cook hemospray endoscopic hemostat. She test/sprayed some powder into a bag and the powder deployed [against instructions for use]. When down the endoscope and inside the patient, when trying to deploy the device, it would not deploy the powder. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted. " on (B)(6) 2020, the following patient outcome was provided: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding suspect medical device, common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA/510(k): den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. However the report indicates that the device was tested prior to use, which can cause the device to clog when inserted into the endoscope. This is the most likely cause. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available in service: based on the information provided that hemospray was tested prior to use, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a hemostasis procedure, the nurse used a cook hemospray endoscopic hemostat. She test/sprayed some powder into a bag and the powder deployed [against instructions for use]. When down the endoscope and inside the patient, when trying to deploy the device, it would not deploy the powder. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.